Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be "balloon tie with potential failure mode, "broken wires, non-stripped wires, loose crimp". The device history record review could not be performed without a lot number. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported in a critical care physician reported in a pmcf that no electrode was not successfully able to capture and pace for the chosen duration of use because the product lacks user-friendly features, had a complicated interface, or did not function as promised. It might fail to retain customers over time. They might abandon it in favor of competitors offering better usability in relation to nbih temporary pacing electrode.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported in a pmcf that no electrode was not successfully able to capture and pace for the chosen duration of use because the product lacks user-friendly features, had a complicated interface, or did not function as promised. It might fail to retain customers over time. They might abandon it in favor of competitors offering better usability in relation to nbih temporary pacing electrode.